Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and an insulin pen was used to lower the bg down to the target level. The customer had changed the infusion set site and no damage was noted to the cannula. A pump system check was performed on the cartridge and tubing. Both were found to be functioning as intended. Reportedly, the customer had been using novolog in the cartridge for 4 days. Upon changing the cartridge the customer received a cartridge alarm 19. The customer successfully loaded another cartridge and the alarm did not reoccur.

Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog